Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was reported that the patient presented with sinus bradycardia. It was noted that the right ventricular (rv) lead exhibited high thresholds and noise. The right atrial (ra) lead exhibited loss of capture and high impedance, as well as, a suspected fracture. The ra lead was previously programmed off and, subsequently, both ra and rv leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.